Event description:
It was reported that the patient presented for a device changeout procedure. During the procedure, the set screw exhibited difficulties to be removed from the header. Eventually the screw was removed, and the pacemaker was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported event of difficulty untightening the setscrew to remove the lead was confirmed. Analysis revealed the blood under the septum was hindering the insertion of the torque wrench into the setscrew inset. The blood was not cleaned from the leads during the procedure. Lab testing found the setscrews could be tightened and untightened normally. The setscrew was found normal with no stripping or other damage. No device anomalies were found.